Manufacturer narrative:
(B)(4).

Event description:
It was reported when a non-dependent patient presented for routine follow-up, device interrogation revealed nonsustained rv oversensing episodes. Noise is observed in the ventricular channel and appears to be myopotential oversensing. Lfa filter was turned off. No adverse consequences were detected. The patient will return to clinic for a followup in six months.